Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage on stent strut rows 6-8 from the distal stent with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumber tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 10may2019. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in moderately tortuous and severly calcified mid left circumflex artery. During percutaneous coronary intervention procedure, a synergy ous mr 2.75 x 20 mm stent balloon expandable was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, device analysis revealed a stent damage.